Manufacturer narrative:
Follow-up # 2 ¿ (02/05/2015). The patient¿s meter has been returned on 1/12/2015 and evaluated by lifescan product analysis on 1/22/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient¿s mother contacted lifescan (lfs) alleging that the patient¿s onetouch ping meter was reading inaccurately low. The complaint was classified based on the customer care advocate¿s (cca) documentation. The reporter claimed the alleged issue began on (B)(6) 2014 at approximately 6:30am. The patient, who is a minor tested on the subject meter and observed a value of ¿35mg/dl¿ which they felt was low as compared to her usual readings. The patient manages his diabetes with an unknown type/dose of insulin through pump therapy and denied making any changes to his usual diabetes management routine. The reporter explained that she gave the patient some food/drink also at 6:30am. The reporter stated the patient was also tested on onetouch ultramini meter and a reading of ¿95mg/dl¿ was observed within 30 minutes. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/ or <=20 mg/dl. It is not known if the patient was given the treatment of food/drink before or after the test was performed on the onetouch ultramini meter. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the samples were obtained from the same approved sample site. Quality control testing also failed. Replacement products have been sent to the patient and subject products are pending return for investigation. There is no indication that the product caused or contributed to an adverse event. The patient did not suffer from any serious injuries and did not receive inappropriate treatment. However, this complaint is being reported because alleged meter issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up # 1 ¿ (10/30/2014), the patient¿s test strips have been returned on 10/1/2014 and evaluated by lifescan product analysis on 10/20/2014 with the following findings: the test strips involved with this complaint failed testing. The test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.